Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information alleging that the patient found black particles in the humidifier. Additionally, the patient stated that he had a smoker's cough. In addition, the device has returned to third party service center and there was no evidence of foam particles during the evaluation. There was no serious patient harm or injury. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.